Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer through manufacturing representative and a health care provider (hcp) regarding a patient receiving intrathecal gablofen 1000mcg/ml at 275mcg/day. The lot number was unknown. The indications for use were intractable spasticity and multiple sclerosis. The patient never really had therapy. They had no relief with the permanent system despite good relief from trial. The patient had a failed catheter dye study the previous week, approximately (B)(6) 2015. The patient sought a second opinion, and side port aspiration in (B)(6) 2015 showed no cerebral spinal fluid (csf). The catheter was replaced, and at surgery, the catheter and tip were noted to be tightly coiled in the lumbar incision. The anchor was still in place. The patient never reported a period in with intrathecal baclofen helped her spasticity. Thus, it was not known when the catheter issue might have occurred. The issue was resolved. The patient's status was "alive - no injury" at the time of this report. The system was intact and functioning properly at the end of the case. It was noted that some increases were made to the dosing. If additional information becomes available, the event will be updated.